Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye, due to blurry vision at distance, dark shadows and was not getting any better. The patient also had the lens implanted in their right eye explanted. A separate MDR is being filed for this event.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/16/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in four portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to the explant process. The customer's reported issue of blurry vision and dysphotopsia could not be confirmed in the returned lens. Manufacturing record review: the manufacturing record review was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with this production order. A search on complaints revealed no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.